Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture as well as "exchange of textured device due to patient's concern with product". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. As well as "exchange of textured device, due to patient's concern with product". Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: missing shell assessed, as inconclusive. A sharp opening on posterior assessed, as an unidentified (tear) opening.